Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter, translated from german to english: bern received (B)(4) of this lot, but fluid leaked from several connectors. Additional information received from the customer: was there any patient or user harm? No. If leakage occurred, please confirm the fluid that leaked. Yes, several cytostatics. Was additional medical intervention/medication required? If yes, please explain. No. Please confirm if this is the quantity that displayed the defect and not the total order quantity? We do not know, (B)(4) units are affected. Whether they are all defective must be checked by bd. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? When drawing up and injecting into infusion. Please confirm the make and model of the connecting product(s)? Bd. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No. Please confirm the exact location of the reported fault within the set? Was it between the texium and the syringe, within the texium or between the texium and external connecting product? Inside. Please confirm what substance was being infused during the time of the event? Several, stands in complaint. How was the issue identified? Did this issue occur during preparation in a fume cabinet? In the laf. What was being infused? Was there any external leakage? Yes.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: one hundred and eighty-four 10012241 samples were received for investigation; of the received samples, one hundred and seventy-four samples were received in sealed packaging from lot 25035660; eight samples were received in opened packaging from lot 25035660, and the final two samples were received without packaging. No residual fluid was present and no connecting product was returned to aid the investigation. The customer reported that "liquid has leaked from several connectors." Five of the sealed samples were selected at random, along with the eight samples received in opened packaging, and two samples received without packaging, and subjected to a visual inspection; no obvious product defects or manufacturing issues were observed which could have caused or contributed to the customer's experience. The samples were then subjected to leakage testing by activated and occluding the texium with a stopcock from bd stock, and flushing with a 50ml bd plastipak syringe from stock; leakage of air was observed between the texium and stopcock of four out of the five sealed samples, and three out of eight of the samples in opened packaging. A further sixty samples in sealed packaging were then selected, and sent to the product test lab for pressure testing; no leakage was detected from any of the texiums throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, their analysis confirmed that the leakage was likely due to an asymmetry inside of the male luer body leading to an incomplete seal when activated. A review of the production records for lot 25035660 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As a result of this finding, bd have reworked the mould tool to mitigate the leakage reported, as well as having implemented an enhanced inspection process of texium product to ensure distribution of unaffected product to the market could resume. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10012241 product in the past 12 months.